Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 419378 lead, implanted on (B)(6) 2004, 4269 lead, implanted on (B)(6) 1993. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was numerous oversensing events and numerous non-sustained ventricular tachycardia events on the right ventricular (rv) lead. The rv lead was explanted. However, the superior vena cava (svc) was dissected during the extraction procedure and there was pericardial effusion. The patient underwent open heart procedure to repair. The rv lead was not replaced at this time. No further patient complications have been reported as a result of this event.